Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported of not being able to deliver a bolus due to the "b" button not responding. Customer's blood glucose was 318 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No display anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.